Event description:
It was reported that the catheters were causing the patient utis.

Manufacturer narrative:
The device was not returned for evaluation. The reported event could not be confirmed. A potential root cause for this failure could be "operator error". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿for urological use only. Urinary catheters are intendedfor use for bladder management including urinedrainage, collection and measurement. The devicesare passed to the urinary bladder via the urethra.warnings:this is a single use device. Do not reuse. Reuse ofa single use device increases the risk of catheteracquired urinary tract infections.how to prepare and use your urinary catheter1. Wash your hands thoroughly with soap and water.2. Peel open the pack at the funnel end to exposeapproximately 2¿- 4¿ of the catheter.don¿t remove the catheter yet.3. Wash the area around the meatus beforecatheterizing.4. Wash your hands again.5. Using the catheter:with sure-grip¿ sleeve:a. Hold the sure-grip¿ sleeve with yourdominant hand and squeeze it to hold thecatheter shaft as you remove the catheterfrom the pack.b. Next, hold the catheter funnel above thesure-grip¿ sleeve with your other hand andslide the sure-grip¿ sleeve down the shaft,stopping at about 6¿ from the tip. Release thefunnel.c. Using the sure-grip¿ sleeve to hold thecatheter firmly, lubricate catheter tip withlubricating gel.d. While gripping the catheter with thesure-grip¿ sleeve, gently pass the tip of thecatheter into your urethra until the sure-grip¿sleeve nears the meatus. If there is no urineflow, loosen the tension on the sure-grip¿sleeve to allow it to slide back towards thefunnel end. Re-grip sure-grip¿ sleeve andcontinue to insert the catheter into theurethra. Repeat until urine starts to flow.without sure-grip¿ sleeve:a. Remove the catheter from the pack.b. Lubricate the catheter tip with lubricating gel.c. Gently pass the tip of the catheter into yoururethra and advance the catheter until urinestarts to flow.6. Try to keep the catheter steady until urine stopsflowing. When urine stops flowing, slowlywithdraw the catheter, stopping if flow starts again,until the last few drops have drained.7. Finish by disposing of the catheter and itspackaging.8. Wash your hands with soap and water"h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that patient said the catheters were causing utis.